Manufacturer narrative:
Follow-up information was obtained from the clinic indicating that the patient had received inappropriate shocks and the failure of the right ventricular (rv) lead was clarified as a fracture. The pace/sense portion of the rv lead was capped and a new pace/sense lead was implanted. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was lead failure. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the high voltage coil had high impedance.